Event description:
The customer reports that she woke up and took a shower. She also obtained the blood glucose results of 199-250mg/dl on the accu-chek compact system. The customer dosed herself with insulin based on the 199-250mg/dl blood glucose result. About thirty minutes later, the customer "blacked out". The emergency medical technicians treated her with intravenous therapy and transported her to the hospital. The customer's blood glucose results were 620mg/dl and 580mg/dl on the professional meter. The customer received insulin therapy. The customer discarded the meter and strip vial. The suspected product is unavailable for return; replacement was sent.